Manufacturer narrative:
(B)(4). Date sent: 12/26/24. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the device lock-out (no staples deployed and no cut line started)? - or, did the device start to deploy staples and cut but could not be completed (partially fire)? - or, did the device fully fire and stop during the automatic knife return? - was there any difficulty opening the device? - if yes, how was the device removed from the patient? - if yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9du41, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, it was observed that the an error occurred in the process of firing. When surgeon pulled back the safety lock and fired the trigger, the blade was suddenly stopped in the middle of cartridge. As an emergency measure, the surgeon backed off the blade and detached it from the tissue. There were no reported adverse consequences to the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/02/2025. Corrected data: h4. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 05/06/2025. D4: batch #592c64. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload (a) was received partially fired 1/16. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. In addition, two other reloads were received. The reload (b) was received with no apparent damage and unfired. The reload (c) was received with the one-piece sled missing and unfired making it nonfunctional. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device it can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reloads (a and b) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number 592c64, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.